Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised due to pain, elevated cocr levels and small fluid collection. **update**(B)(4) 2013 litigation papers received. Litigation alleges damage to bone and tissue and metallosis. There is no new additional information that would affect the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Lot for products was identified on patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013. Update: (B)(4) 2013 - medical records received. Patient was revised to address heterotopic ossification, yellowish green fluid consistent with adverse reaction to metal debris, corrosive changes on the trunnion, no significant bony ingrowth on the acetabular cup and osteolysis. The stem and sleeve have been added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.